Event description:
A service report received from the USA stated an 840 ventilator experienced an erratic graphical user interface (gui) display. There was no report of pt involvement. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse was only authorized to upgrade the device's software but the customer replaced the gui central processing unit (cpu) printed circuit board (pcb) and completed final testing according to MFR specifications. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).